Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed high impedance and high capture thresholds on the left ventricular lead. Patient was brought in clinic and device interrogation confirmed high measurements. Patient would be monitored and lead revision would be discussed.

Event description:
New information noted that the left ventricular lead was explanted and replaced. Patient was stable post procedure.